Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14271, 2017865-2020-14272, 2017865-2020-14275. It was reported the patient presented in clinic with an infection and a complaint of discomfort. The system was explanted successfully with no adverse event. The patient was stable.